Manufacturer narrative:
Additional information: updated b5. Correction: patient codes in h6. Although requested, patient demographics not provided.

Event description:
It was reported that error codes, such as 240.4150.0 and 240.4150.5, were found in the logs of multiple devices and there was a concern about the repetitive errors and the amount of bottle side pressure sensors that were being replaced. It was further noted that the vast majority of the units brought to the biomed shop have a note indicating, "channel error", "channel not working", or just "not working". The alarms usually happen at random and can be triggered by the slightest movement. It was further noted that the errors happen frequently and the pump modules are being switched to the other side of the pc unit, which usually stops the alarm. It was also noted that during preventative maintenance, the devices would fail the accuracy tests and then has to be recalibrated. There were no patient impact.

Event description:
It was reported that error codes, such as 240.4150.0 and 240.4150.5, were found in the logs of multiple devices and there was a concern about the repetitive errors and the amount of bottle side pressure sensors that were being replaced. It was further noted that the vast majority of the units brought to the biomed shop have a note indicating, "channel error", "channel not working", or just "not working". The alarms usually happen at random and can be triggered by the slightest movement. It was further noted that the errors happen frequently and the pump modules are being switched to the other side of the pc unit, which usually stops the alarm. It was also noted that during preventative maintenance, the devices would fail the accuracy tests and then has to be recalibrated. There were no patient impact.

Manufacturer narrative:
The reported complaint of repetitive 240.4150.0 and 240.4150.5 error codes found in multiple device logs was confirmed. Physical inspection of each of the returned pressure sensors noted no anomalies. Error logs were retrieved from 21 pump modules. No event logs were received. It was reported that there was a concern for repetitive 240.4150.0 and 240.4150.5 errors in the error logs of multiple devices. There was no reported event date. Review of the error logs, 20 pumps recorded multiple 240.4150.0 errors, 20 pumps recorded multiple 240.4150.5 errors, and multiple logs revealed 241.4140.0 and 241.4140.5 errors were also recorded. Functional testing consisting of a 2-hour infusion was performed on the 4 pressure sensors that were operating within specification. No errors or alarms were observed during the infusion. The proximate cause of the repetitive pressure sensor error codes was attributed to the pressure sensors being out of specification. The root cause of devices having alarms happening at random, triggered by the slightest movement and failing accuracy tests could not be confirmed since the devices were not returned for investigation. Device history review: review of the (B)(6) service history record showed the device had a manufacture date of 10/02/2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 01/04/2021 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3: only the error logs were provided for investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that error codes, such as 240.4150.0 and 240.4150.5, are being found in the logs of multiple devices and there is a concern about the repetitive errors and the amount of bottle side pressure sensors that are being replaced. It was further noted that the vast majority of the units brought to the biomed shop have a noted indicating, "channel error, "channel not working, or just "not working". Although requested, no additional information was provided.